Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the truespan 24 degree peek device did not fire properly. Another like device was used to complete the procedure with a surgical delay of one minute. There were no adverse patient consequences reported. No additional information was provided..

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during a knee arthroscopy, the device didn't fire properly. The complaint device was received and evaluated. Visual observations confirm that both implants are partially deployed but still are inside on the needle. The functional test was performed on the rubber strip, as result, both implants were deployed at same time, the trigger mas manipulated several times to ensure the proper functioning. The complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l20848, and no non-conformances related to the reported complaint condition were identified. As per IFU-113244, instructions for use, penetrate the tissue to desired depth, referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. The possible root cause for the deploy failure reported can be attributed to the needle was inserted at an undesired depth or can be associated with the low tension applied on the trigger during the procedure. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.